Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified nor duplicated. However, several boards were reseated and voltages were checked. The system was found to be operating as intended.